Event description:
"One of the syringes had a bent needle and she was unable to use it". It was observed after removal of the cap. There are no photographs available. The syringes were to be used for leuprolide acetate injection. It is unknown if the patient experienced any adverse events and if the product is available for return.

Manufacturer narrative:
Per our investigation: there have been no similar confirmed complaints for this product in the past year visual inspection was performed on 100pcs retained samples with no bent needles observed after opening the needle cap magnified inspection (20x) was performed on 50pcs retained samples with no bent needles observed. Review of in process records did not find any nonconformities relating to bent needles. Potential causes but cannot be confirmed due to the lack of the returned product: mishandling, needle reuse, incorrect cap removal, defects in production process. Based on the available information, the root cause cannot be confirmed. (B)(4).